Event description:
Reportedly, on (B)(6) 2026, this pacemaker was implanted. Before implantation, the lead parameters tested well. After connecting the pacemaker and placing it into the pocket, ECG showed a pacing rate of approximately 45 bpm. The physician decided to remove the pacemaker and replace it with a medtronic pacemaker for patient safety. The issue did not recur. The surgery was completed, and the patient returned to the ward safely.